Event description:
It as reported that this device was showing premature battery depletion, which was observed through latitude (remote monitoring system). An alert was received that the explant indicator had been reached. A decrease in the battery's longevity has been observed over the past few years, during follow-up visits. The patient is 100% v paced. A boston scientific technical services (ts) consultant confirmed that the power consumption of this device has been increasing in a gradual fashion. The device has declared elective replacement indicator (eri); however, there is sufficient reserve capacity to support therapy for 90 days. Due to this anomaly, a ts consultant recommended device replacement within the 90 day period. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned, and the investigation is currently in progress. A supplemental report will be submitted when the analysis is complete.

Event description:
It as reported that this device was showing premature battery depletion, which was observed through latitude (remote monitoring system). An alert was received that the explant indicator had been reached. A decrease in the battery's longevity has been observed over the past few years, during follow-up visits. The patient is 100% v paced. A boston scientific technical services (ts) consultant confirmed that the power consumption of this device has been increasing in a gradual fashion. The device has declared elective replacement indicator (eri); however, there is sufficient reserve capacity to support therapy for 90 days. Due to this anomaly, a ts consultant recommended device replacement within the 90 day period. Subsequently, this device was explanted and replaced. This device has been received, and the investigation is currently in progress. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It as reported that this device was showing premature battery depletion, which was observed through latitude (remote monitoring system). An alert was received that the explant indicator had been reached. A decrease in the battery's longevity has been observed over the past few years, during follow-up visits. The patient is 100% v paced. A boston scientific technical services (ts) consultant confirmed that the power consumption of this device has been increasing in a gradual fashion. The device has declared elective replacement indicator (eri); however, there is sufficient reserve capacity to support therapy for 90 days. Due to this anomaly, a ts consultant recommended device replacement within the 90 day period. Subsequently, this device was explanted and replaced, and returned for analysis. No additional adverse patient effects were reported.